Manufacturer narrative:
The getinge field service engineer (fse) who encountered the issue determined that the power light was not illuminating due to a shortage power supply. To fix the issue, the fse replaced the defective power supply and battery assembly. While inspecting the iabp unit, the fse also found residual saline on the motor control pcb. As such, the fse replaced the saline contaminated motor control pcb. The fse successfully completed a full pm service, and then performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number: (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service performed by the customer, the ac charging light of the cs300 intra-aortic balloon pump (iabp) did not illuminate when the unit was plugged in, and unable to power on. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a preventative maintenance (pm) service performed by the customer, the ac charging light of the cs300 intra-aortic balloon pump (iabp) did not illuminate when the unit was plugged in, and unable to power on. There was no patient involvement, and no adverse event reported.